Manufacturer narrative:
Three cadd administration sets were returned for analysis and the sample were visually inspected under normal conditions of illumination. One sample was received without the asv valve placed on the tube, the other two (2) were received with the asv assembled;. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the reported event. The most probable cause is that the operator did not applied solvent in the bonding between the asv valve and the tube. Another factor is that the solvent pots do not show a solvent level. A current process is being implemented to replace the current solvent pots by solvent dispensers. Training is being provided to production personnel in order to reinforce the bonding verification process. Production personnel are also being made aware that they should perform a verification of the container levels and it shows them the differences between a tube with solvent and one without it.

Event description:
It was reported that the device was found to leak. No known adverse effects to patient.